Event description:
It was reported the ipg is loose in the pocket and as a result, the pt's experiencing pain and tenderness at the ipg site. Reportedly, charging has been difficult for the past several months as well as the ability to maintain a connection. The pt experienced a weight decrease and subsequently a previous increase. Follow-up identified surgical intervention was undertaken on 06/03/2014. The original ipg was explanted and replaced with a smaller device. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.